Manufacturer narrative:
Device evaluation the orbital atherectomy device (oad) was returned without the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft revealed damaged driveshaft filars. The driveshaft filars were kinked 10 centimeters distal to the distal edge of the strain relief when the control knob is in the full forward position. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft distal and proximal to the crown. The biological material was removed to allow for optical and dimensional analysis of the distal and proximal edges of the crown. There was no damage observed with the crown that would have contributed to the biological material accumulation. No other damage or abnormalities were observed with the oad that would have contributed to the difficulties experienced during the procedure. The visual and tactile examination of the saline line, y-adaptor, and injection port did not reveal any damage that would have contributed to the "flushing" difficulties experienced during the procedure. The oad was connected to an in-house saline pump and tested for fluid flow through the handle assembly and saline sheath using the returned saline line. Fluid was observed flowing as intended through the handle assembly and saline sheath and returned saline line. A 10cc syringe was filled with fluid to test the injection port of the y-adaptor, and fluid was injected through the injection port with ease. The driveshaft was then destructively cut just proximal to the shaft kinks to allow for further testing. An in-house .014" test wire was loaded through the handle assembly without issue. When tested, the led's on the handle assembly illuminated as expected and the device spun at low, medium and at high speed with no abnormalities observed. The device functioned as intended. At the conclusion of the failure analysis investigation the reported event could not be confirmed. The saline line and oad saline sheath functioned as intended with no damage observed. Analysis did reveal a kink in the driveshaft; however, it could not be determined when the kink in the driveshaft occurred as the case details state that the case was able to be completed with this device. Therefore, it is possible that the kink in the driveshaft occurred upon removal from the vessel or handling after the procedure.

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the patient experienced an embolism and had to be treated overnight on a nitro drip. There were two focal lesions located in the superficial femoral artery and anterior tibial artery. The physician first used a 2.0 csi orbital atherectomy device (oad) and treated the sfa. He then advanced the device distally and treated the at artery. During the case, the physician noted that the device did not seem to be flushing enough saline through the saline sheath. After treating the at artery, the patient¿s foot started to appear cadaveric. He then discovered that an embolism had traveled distally and was cutting off blood flow to the patient¿s foot. The embolism was treated by keeping the patient overnight at the facility on a tpa drip. The embolism resolved overnight and the patient status was stable the following day.